Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration. The customer contact reported s215 (fan failure) malfunction alarm code was noted during a device history review but not duplicated during testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device touchscreen was found to be out of calibration. The device was returned to the biomedical department with a report of s215 (fan failure-psc). This alarm condition does not indicate a reportable malfunction. No information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.